Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195 importer site establishment registration number: 3005580113 1 x zebd-7-4 was returned to cirl for a lab evaluation. A lab evaluation was held on 22 june 2017. During the lab evaluation the stent was found to be kinked at portholes 2 and 4 from the ductal end. The pigtail straightener was not present upon return. No other defects were observed. It was noted that the stent would not have left the manufacturing facility in a damaged state. The customer complaint was confirmed on visual inspection of the returned stent as the stent was found to be kinked. A definitive root cause for the customer complaint could not be determined as the exact operational conditions of use could not be replicated in the laboratory setting. It may be noted that according to the instructions for use, the user is instructed to: ¿visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use¿. Prior to distribution, all zebd-7-4 devices are subjected to 100% inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This report forms part of a retrospective review of open complaints for a new malfunction precedence for this device family established on 18-jul-2017: 'stent kinked/bent'. The user straightened the pig tail of the stent using the straightener and attempted to advance it over a wire guide (olympus' visiglide 0.025inch), but failed. He found a kink on the pig tail and replaced it with another one with the same lot# to complete the procedure.